Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that it was taking the patient longer to charge their implant. They stated that they charge every 3rd or 4th night. It used to only take them 1- 1 ½ hours to charge their implant and now it has been taking about 3 hours to implant. The patient reported that they had 6 coupling bars shaded when they charged. When it only took the patient about an hour to charge, the patient reported that the ins battery was half full when they started. The patient stated that it was now almost completely dead. The patient stated that a couple of time the ins had shut off because the battery went dead. It was reported that no adjustments to programming had been performed. These issues were reported to have begun in (B)(6) of 2015. The patient stated that they had fallen twice about 9 months ago and once just the other day. Additional information has been requested regarding cause, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.